Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 and 190 series scopes. In addition, front panel light failure occurred. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image and front panel light failure were confirmed due to cp board malfunction. In addition all buttons on the front panel was not functioning due to faulty front panel unit. Lastly, rear panel and remote cable ports corrosion, and contact pins of the flex cables were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cause of the indicated phenomenon is the faulty circuit (cp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.